Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was dislodged from the pump or spine. It was indicated that this occurred about 8 years ago. The pump was delivering gablofen. Additional information has been requested but was not available at the time of this report.